Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, images and medical records were provided for review. The company is still investigating the issue at this time. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced detachment, perforation, migration and difficult removal. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient's weight was not provided.

Manufacturer narrative:
The lot number was provided, and a lot history review was performed. For the reported information, the device was not returned to bd for evaluation. However, images and medical records were provided for review. The investigation is confirmed for filter tilt, perforation of the ivc, and detachment, but is inconclusive for filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced detachment, perforation, migration and tilt. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 58 year old male patient's weight was not provided.